Manufacturer narrative:
Plant investigation: the manufacturer confirmed the reported event using the information provided by the customer. The thermal damage at the 24v connection cable/plug was found while troubleshooting the blank screen that was initially reported. The manufacturer determined that the cause of this failure is a bad electrical contact at the contact pin which results in high transition resistance and thermal energy that results in an overheated and discolored part 24v connection cable/plug. Due to the bad electrical contact, the machine was not able to power on and displayed no screen on the display. This failure is a known issue. Corrective actions were defined and implemented. An improvement was made to the manufacturing process and the correction entered series production in april 2023. The affected device was manufactured in 2015 before implementing the corrections in series production. According to the information provided in this case, the issue was resolved by ordering replacements for the power supply unit and cable.

Event description:
The area technical operations manager (atom) for a user facility reported to fresenius technical services that there was no screen display on the aquabplus reverse osmosis (ro) system. Upon evaluation, a burnt connector was identified between the motherboard and power supply board. The connector from stage 2 was used temporarily to resume operation until the replacement part could be received and installed. The part number for a replacement power supply was requested and provided. There was no harm to any patients or individuals because of this malfunction. No sample was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The area technical operations manager (atom) for a user facility reported to fresenius technical services that there was no screen display on the aquabplus reverse osmosis (ro) system. Upon evaluation, a burnt connector was identified between the motherboard and power supply board. The connector from stage 2 was used temporarily to resume operation until the replacement part could be received and installed. The part number for a replacement power supply was requested and provided. There was no harm to any patients or individuals because of this malfunction. No sample was returned to the manufacturer for physical evaluation. No additional information was provided.